Event description:
It was initially reported on (B)(6) 2012 that patient had a return of the patient's symptoms with an increase in baseline spasticity and acutely over the past 24 hours. The patient "ended up" in the emergency room, and a physician was notified. The physician was not the patient's health care provider (hcp) and had a limited history related to the patient. There were no pump alarms heard. Volume discrepancy was to be checked and no diagnostic studies or therapeutic bolus had been completed at the time. Additional information received later indicated that the patient had experienced pain and spasticity. They were uncertain of what had caused the event. A catheter dye study had been done (date not reported) and results were normal. The patient required hospitalization. In regards to outcome, the patient was without injury. The pump administered lioresal.

Manufacturer narrative:
Concomitant medical products:catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005. Accessory: model 8578, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).